Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal) in the right eye. During the postoperative period, the patient completed 3 light adjustments and did not complete any required lock-in treatments. Approximately 30 months after implantation, the physician noted a central opacification on the lal during a slit lamp exam that is consistent with photopolymerization, and the lal was subsequently explanted. A new lal was implanted as a replacement.